Manufacturer narrative:
This device is available for testing and eval, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that after removing the extension from the catheter, the distal end of the extension was broken into parts. The tip of extension was stuck in the catheter very hard. The product was properly inspected prior to use and no anomalies were noted. No excessive force used to attach the extension onto the catheter. No anomalies were noted during the procedure such as leakages. There was no mishandling of the product and the event occurred during the initial use of the product. The target lesion was successfully treated.